Event description:
Physician used one admiral xtreme pta balloon catheters for the treatment of the prox/mid sfa of the left leg. No device malfunction occurred; however, it was reported that the procedure was complicated by the occurrence of a dissection type a. It was reported that revascularization of the prox sfa was performed approximately 4 months and 10 months post index procedure. Patient is reported to be recovered. Investigator reported that the event was possibly remotely to the study device. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: patient conditions predisposed to event (dissection and revascularization). Conclusion: dissection and revascularization.

Event description:
The investigator has assessed that the previously reported revascularization which occurred approx 4 months post index procedure was not related to the device or procedure, and was performed on the left sfa. The previously reported revascularization event which occurred approx. Ten months post index procedure was related to the right leg.

Manufacturer narrative:
Inherent risk of procedure (re-stenosis requiring surgical intervention). Known inherent risk of procedure (re-stenosis requiring surgical intervention) (B)(4).

Event description:
It was reported that the patient experienced worsening pad of the left sfa approximately 10 months post index procedure. This was treated with deb pta. Investigator reported that the relationship to the device and procedure for this event was remote. The investigator assessed that the dissection that occurred during the index procedure was definitely related to the study device and procedure.